Event description:
The account's biomed stated the head up and knee up function are not working.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.